Event description:
The pt was complaining of pain. The surgeon decided to conduct a total revision of knee. Intraoperatively when the surgeon went to revise the tka it took minimal effort with t he bone tamp for the implants to be removed. The surgeon noticed there was little cement adherence to the implant. The explants will be returned for analysis. Ref MFR#: 3005180920-2015-00091.

Event description:
On (B)(6) 2015, it was prepared a final report with the information collected during the investigation, already reported in the initial report and here above. On (B)(6) 2015, the report was sent to the initial reporter and the case was closed. Ref MFR 3005180920-2015-00091.